Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging an audio tone/vibration (quiet sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: during investigation, the pump was powered on to auditory alarms. The pump was opened to find no intermittent conditions to the piezo. The quiet sounds complaint could not be duplicated. Unrelated to the original complaint, moisture was found in the battery compartment. Additionally, the battery compartment was cracked from the threads to the case seal left of the grip pad. A leak was found in the battery compartment. No moisture damage was found internally.